Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03/21/2017 with the following findings: during investigation, a piece of the battery compartment threads was broken off, and a crack emanated from the break continuing past the bumper to the pump case seal. Another crack in the battery compartment was found between the bumper and the top of the battery compartment threads. The battery compartment was also cracked between the bumper and the pump case seal. Unrelated to the original complaint, the cartridge compartment was cracked between the contrast button and the cartridge compartment bumper.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a casing/condition (cracked/damaged casing) issue. It was reported that the battery compartment was damaged. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.